Event description:
During ablation, cardiologist connected 8f acunav ultrasound catheter to machine and it gave no image. Troubleshooting was done, and then changed to another catheter. A 10f catheter was given to the cardiologist and only a partial image was shown. Both ultrasound catheters were reprocessed by ascent. No harm to patient.